Event description:
Reporter indicated a vns pt developed an infection caused by hospital. After the long treatment, she was ok. However, after a certain period the infection restarted. Then the second treatment applied was not effective, so he got a small operation and the area of infection washed and cleaned. Following the operation, she was ok for a short time but the infection restarted. The surgeons decided to change the place of the generator and the infection continued. The pt's generator was subsequently explanted. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.